Event description:
On (B)(6) 2013, reporter contacted animas, alleging a power (battery life) issue. Reportedly battery had to be replaced 4 times in the past day or two. Reporter stated that the battery setting matches the battery used, the battery cap was over a year old but was able to tighten properly, and there was no damage to the pump casing. Reporter confirmed that there was no power loss. Review of alarm history confirmed 4 low battery alerts in the two days prior to the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.